Manufacturer narrative:
Device evaluation. One new device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned device was examined and the complaint is confirmed. A hole was found in the clear packaging. The hole was caused by a component handle being forced into the packaging material. The hole appears to have been caused by rough or improper handling.

Event description:
The distributor reported there is a small hole in the clear film material of the package causing a breach in the sterile barrier. This was identified during their initial inspection of received product. The device was not sent to a user facility.